Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Multiple organ dysfunctions/failures, including right heart failure, renal failure, and respiratory failure, stroke, bleeding, pericardial fluid collection, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complex post operative course complicated by tamponade requiring mediastinal washout, right ventricular failure and renal failure. The patient was also found to have a subarachnoid hemorrhage with intraventricular hemorrhage on a post operative computed topography (CT). A tracheostomy was performed for respiratory failure on (B)(6) 2021 and on (B)(6) 2021 the patient's abdomen was distended and they were noted to have colonic dilation. A nasogastric tube was placed for decompression. They were taken to CT scan on (B)(6) 2021, and antibiotics broadened. On (B)(6) 2021, pneumoperitoneum was noted on x-ray. General surgery was consulted, and decision was made with family to forego surgery after the risks and benefits were explained. Patient's clinical status continued to decline, and pressor requirements increased. The patient was made do-not-resuscitate on (B)(6) 2021. On (B)(6) 2021, the decision was made by family to withdraw support. The left ventricular assist device was discontinued and pressors and inotropes stopped. The patient expired at 21:49 due to multi-system failure which resulted in withdrawal of care. The death was not device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.